Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user initially attempted to pair an incompatible freestyle libre 3 sensor with the ilet and was advised to use the libre 3 plus; the user later obtained a libre 3 plus and initiated pairing, which entered warm-up as expected. Symptoms included transient bleeding at the sensor insertion site noted at application. Outcomes included user self-monitoring without medical intervention, alerts, or alarms. Investigation included customer support troubleshooting and education on compatible sensor pairing and setup. Investigation of this case revealed use of an incompatible sensor followed by successful initiation with a compatible sensor, with no device malfunction identified. It was concluded that the event was due to use error related to sensor compatibility and normal sensor warm-up behavior, with no reportable injury and no product performance deficiency identified.